Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 02/23/2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) up to 350mg/dl with increase thirst and moderate ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found that all settings and histories were correct. Troubleshooting indicated that the alleged bg excursion was associated with bolusing with delayed eating, a change in activity level without adjustments to insulin regimen, incorrect manual calculation of bolus dosage, and not responding to an alarm in a timely manner. Although diabetes management factors were determined to be contributors to the alleged bg excursion, this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump, as inadequate response to an appropriately emitted alarm was determined to be a contributing factor.